Event description:
Patient had a hsv 1 and 2 positive test on the diasorin hsv 1 and 2 igg test, (index value for hsv 1 = 5.14, index value for hsv 2 = 1.26), followed up with a western blot which was negative for both hsv 1 and 2. Date given is the western blot confirmatory test. Reference report #mw5116139.